Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patients doctor advised her to stop using pw as she got a uti and doctor believes it is from the pw use. It is unclear if troubleshooting was performed or lot number requested. No additional information provided. It was unknown what medical intervention provided for urinary tract infection.